Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix was unable to be retracted before it was placed inside the body. The lead was replaced during procedure on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. Please retract the report 2017865-2022-10810.